Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the patient connector had damaged slot wires. The analyzer was being sent on for repair and reallocation. Concomitant medical products: product ID r2067l radiofrequency programmer head (B)(4).

Event description:
It was reported that the software analyzer originally returned as an associated device subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.